Manufacturer narrative:
(B)(4). The reported event was confirmed by review of x-rays provided. The device history record was reviewed, and no discrepancies were found. A review of the complaint history determined that no further action was required as no trends were identified. Root cause was unable to be determined with the information provided. There are warnings in the package insert that this type of event can occur, and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Integrity implants will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial fixation procedure. Subsequently, the patient underwent a revision procedure due to posterior migration of the entire construct approximately two years later. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.